Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1. Brief inquiry description: account experienced various leaks with 4540018-02. Detailed inquiry description: 2 pumps leaked out onto patients with the 5fu during home infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1 no sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.